Event description:
Patient advised cassettes that she was using had been discolored but she used them anyways. This reporting was based off documentation that pharmacy representative had entered in to their system on (B)(6) 2022. Per note, patient refused to speak to a pharmacist there is no lot number available for the cassette. It is unknown if it resolved itself as there are no other information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? Unk; did the pt have add'l cassettes they were abel to switch to? Unk; is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Reported to (B)(6) by pt/caregiver.